Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe), gore® excluder® aaa endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure. Post operatively this same day approximately 2 hours later; the patient woke up with no feeling/movement of the legs. A spinal drain was placed and was reported to have been removed after approximatley 1 hour. Sometime later that night, the patient reported feeling in the legs, but no movement. The physician plans to discharge the patient to a rehabilitation facility to treat the neurological deficit with therapy.

Manufacturer narrative:
The instructions for use (IFU) states, possible adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis, numbness, spinal cord ischemia, transient ischemic attack). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.